Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before patient use, the cardiosave intra-aortic balloon pump (iabp) will not power up. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue before use in patient to fix the issue, replaced the cart power supply and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for customer use.

Event description:
N/a.